Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. Occupation = unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angioplasty of a fistula, an unknown advance 35lp or 18lp balloon ruptured. The balloon was inflated to beyond rated burst pressure during the procedure. The balloon was removed without any reported adverse effects to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: section c initial report as reported, during an angioplasty of a fistula, an unknown advance 35lp or 18lp balloon ruptured. The balloon was inflated to beyond rated burst pressure during the procedure. The balloon was removed without any reported adverse effects to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Investigation ¿ evaluation the complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. The evidence indicates the product was made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. It is unclear which type of balloon was used during the procedure; however, both 35lp and 18lp balloons are packaged with an IFU which warns the user not to exceed rated burst pressure. With current limited information, the most likely cause for this incident is user error. It was stated by the customer that during inflation, rated burst pressure was exceeded. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.